Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the screw extractor was confirmed visually to have a fractured tip. Manufacturing records were reviewed and no issues were found for this lot number. The instrument has been in the field for approximately 4 years. Conclusion: the probable root cause is normal wear.

Event description:
It was reported that the doctor had an acdf revision and was removing the plate (nothing wrong with the plate), and the threaded portion of the draw rod (48511906b)broke off into the screwhead during removal. He was able to get the screws and plate out successfully after that but the tip of the inner shaft broke off.

Event description:
It was reported that the doctor had an acdf revision and was removing the plate (nothing wrong with the plate), and the threaded portion of the draw rod (48511906b)broke off into the screwhead during removal. He was able to get the screws and plate out successsfully after that but the tip of the inner shaft broke off.